Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed for glidewell ht implant lot# 6231146 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6231146 and found no additional product in stock. Investigation methods/results the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø3.5 x 10 mm (70-1189-imp0005) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). The threads were intact and it was observed that the top portion of the implant was indented. Matter was observed in the treading of the implant. Root cause description: per the reported information, the implant was scratched by the customer while trying to remove the locator therefore there were no issues with the implant itself. The manufacturer's internal reference number is: (B)(4). Corrected data in field: d5.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a glidewell ht implant was damaged. The patient's bone quality is type ii, and their oral hygiene is fair. The patient presented on (B)(6) 2025 for a primary procedure on tooth #20. The provider stated that during implant placement they scratched up the implant trying to remove the locator that was placed and then removed the implant. The implant was replaced, and no permanent injury was reported.